Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after moving the patient to another room. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the logfile which showed the tube potential vacuum leakage error and confirmed that the x-ray tube was defective. The quotation was not accepted, and service was canceled by the customer. Therefore, no additional investigation or corrective action was possible or has been provided by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.